Event description:
It was reported that the system had a frame grabber error upon power-up and was unable to make x-rays. This may render the system unusable due to the inability to produce a live image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge representative evaluated the system and reseated a video cable connector. The system operates as intended.